Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had been brought back to the operating room post original open splenectomy surgery after a couple hours with re-bleeding for surgery and blood transfusion. The patient died. Surgeon stated it was blood loss from the splenic hilum where the device had been used. An autopsy was completed and was found to be inconclusive.

Event description:
According to the reporter, the patient had been brought back to the operating room due to re-bleeding after an open splenectomy surgery. A blood transfusion and additional surgery was performed. The blood loss was from a 7mm splenic hilum where the device had been used. The patient was not on anticoagulants. Upon inspection of the seal sites, it was described that the vessels were like a crinkled end of the foil of a chip bag, with an open lumen. Information received indicates the patient is now deceased due to the complications.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.